Manufacturer narrative:
Additional information: g3, h3, h6. Based on the available information¿including the returned device (if provided), photographs, videos, event description, and any additional field input¿arthrex has determined that the most likely cause of the reported issue is a patient-specific event related to a foreign body reaction. According to dfu-0125-eo revision 8, section c. Contraindications, point 3, foreign body sensitivity is a contraindication. If material sensitivity is suspected, appropriate tests should be performed, and sensitivity ruled out prior to implantation. Section d. Adverse effects notes that infections (both deep and superficial) and foreign body reactions are possible adverse effects. Section e. Warnings, point 3, states that stainless steel implants contain nickel, and patients with nickel sensitivity may experience a reaction. Patients should be informed of the device¿s material composition before surgery, and if material sensitivity is suspected, it should be ruled out prior to implantation.

Event description:
On 09/29/2025, a facility notification was received via email regarding the pmcf study titled "pmcf survey on arthrex screw devices (cer-w)". A facility representative reported that a patient underwent an unspecified procedure due to metatarsalgia (weill osteotomy). The date of the procedure was not provided. The healthcare professional (hcp) reported that foreign body reactions occurred in a patient of an arthrex quickfix screw. The date of the occurrence was not provided. It is unknown whether the issue was related to the device. The hcp also reported that the adverse event did not require any additional treatment.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.